Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733823, serial/lot #: (B)(4). Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. A continuity test revealed an open from pin 16 of the j1 lemo connector to 3d of the odu-mac connector. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the link between the navigation system and the micro was bad. It was noted that replacement of the cable was scheduled. There was no patient involvement. It was later noted that, no display of hud was not shown. Multivision was incapable of use, and sometimes it could be used, but joystick was incapable of operation. Additional information was received stating the issue was due to the damaged cable. The link between the navigation system and the micro didn¿t make it. Additional information was received stating the damaged cable didn¿t allow the navigation system link to the micro.